Event description:
The product was used during an unspecified procedure. Reportedly, the clips did not advance properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/12/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.